Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that that after their bariatric surgery in 2017 they lost a lot of weight in their backside and no longer had leakage problem and stopped using system. The ins started moving and becoming painful. Patient has not used the ins therapy in years and does not recall how it works. Patient stated need to have emg testing done in a few days to see if they have neuropathy in feet and legs. Also saw a chiropractor and would like him to use electrical stimulation on their back instead of just manual adjustments. Asked if this stim device will cause any harm to their body. Patient asked if they at some point need an MRI, can they get one. Patient stated they still had the programmer but declined troubleshooting support at this time. Patient stated the last time they tried to use the programmer it would not power on. Recommended patient try new alkaline aaa batteries and can call ps back for troubleshooting assistance as needed. Patient intends to pursue device removal but no longer has managing physician. Emailed physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported they were advised on how to check if the device unit was still working and was also advised on safety of having emg test done while the device was implanted. Device removal or replacement was not planned, however the patient stated they may have surgery sometime in the future.